Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, the patient reported the cannula of the infusion set headset was not inserted into the skin and was folded over against his body under the adhesive. He stated insulin was not going into his body and he smelled and felt insulin coming from the infusion set. His blood glucose elevated to 355 mg/dl at 4:00am. He injected insulin to lower his blood glucose. His normal blood glucose levels is 160 mg/dl. He stated he also had difficulty removing the needle box off of the headset during insertion. The patient stated he began using the infusion sets one month ago and has experienced issues on more than one occasion. He stated he tried 5 infusion sets before inserting one successfully. The headsets were inserted manually. The patient did not require treatment from a health care professional or second party to address the issue. Product was replaced. No product was requested to be returned for evaluation.